Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Caller alleged that the following results were obtained on a neonate patient, using the inform system, in less than 10 minutes apart: 22 mg/dl and 32 mg/dl. No death or serious injury reported. Requested return of suspect device and replacement was sent.